Manufacturer narrative:
Additional contact: (B)(6).

Event description:
Information was received indicating that a smiths medical cadd legacy plus was being used for a 46 hour infusion. When the patient returned to the clinic, the pump had not infused more medication than the 0.1ml infusion that occurred at the clinic 2 days before. The settings were reviewed and the patient mentioned hearing a quiet alarm every so often over the course of the 2 days but he was afraid to touch the pump. The nurse mentioned that the pump read "stopped" when the patient returned to the clinic. There was no patient injury.